Event description:
It was reported that the upper fitment spontaneously broke. Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer's report that the upper fitment spontaneously broke was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A small tear approximately 0.0750 inches long was observed in the silicone tubing just below the upper fitment retainer ring. No gouge/crush marks were observed on the upper fitment. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. Functional testing was performed. Blue-dyed water was observed to be dripping out of the location of the tear in the silicone segment tubing. The device history record for primary set model 2432-0007 lot 19115750 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 07 nov 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the tear could not be definitively determined.

Event description:
It was reported that the upper fitment spontaneously broke. Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
It was reported that there as a breakage at the upper fitment. Although requested, additional information was not provided.